Event description:
The iab did not fully inflate during iabp. The pump was changed, but the iab still did not fully inflate. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - reported 11/13/97.) (Pt's current status: unk - rpt'd 11/13/97.)